Event description:
As soon as the sorbaview dressing was removed, lipids/ivf/blood came out of the butterfly where it attached to the catheter. The PICC was removed and piv started.

Manufacturer narrative:
This complaint and sample (if received) will be forwarded to our parent company in germany for their evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: we received the catheter along with a connected needle-free device (a non-vygon germany gmbh product) as the faulty sample. The catheter tube was shortened at the 8 cm marking. The attempt to flush the catheter with water was unsuccessful, likely due to dried solution residue obstructing the line. Microscopic examination of the catheter tube revealed a tear with a length of approx. 0.5 mm, which was located approx. 0.4 mm distal to the wing. By gently stretching the catheter tube, a rough surface could be detected. By gently stretching the catheter tube, a rough surface was detected, likely indicating a defect caused by mechanical damage combined with excessive tensile force. In addition, a manufacturing defect can be ruled out, as each catheter undergoes flow and leak testing during production. Furthermore, according to the customer, the catheter functioned without leakage for 3 days and 23 hrs. A review of the component batch history records; no deviations were found. The batch complied with its specification and was released accordingly. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked as part of quality control process. A two-year review of vygon USA's complaint data identified five (5) additional complaints related to leaking catheters from lot 23l008d. Three of these originated from this facility, while the remaining two were attributed to the application of excessive tensile force and the use of alcohol-based disinfectants, rather than a manufacturing defect. Corrective action: based on the investigation, the defect is likely due to mechanical damage combined with excessive tensile force. Additionally, the customer reported that the catheter functioned without leakage for 3 days and 23 hours before the issue occurred. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management.

Event description:
As soon as the sorbaview dressing was removed, lipids/ivf/blood came out of the butterfly where it attached to the catheter. The PICC was removed and piv started.